Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689. K142596. K191910. Investigation: this investigation is a supplement to the one carried out based on the equipment's usage history. Through visual inspection of the device, natural signs of use were observed. The equipment was subjected to a functional test in order to verify possible infusion errors. We performed the test using the last configuration used by the user, as recorded in the usage history. The result of the functional test showed that the equipment is infusing correctly according to its specifications, and therefore, we confirm that the complaint could not be verified. All information has been recorded in a global customer complaint database and will be used for trend analysis.

Event description:
According to the event description: "notification was made, since the medical team suspected opioid poisoning, the patient was receiving morphine and had to go to the ICU, the doctor thinks it was human error, notification being made for analysis of the pump."